Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the led display segment was dim for three syringe modules, and therefore, will be replaced. There was no reported patient involvement.

Event description:
It was reported that the led display segment was dim for three syringe modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of led display segment was dim was confirmed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Review of the sn (B)(6) service history record showed the device had a manufacture date of 02/09/2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/13/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Manufacturer narrative:
3 syringe module display board assemblies were returned in individual esd bags. The serial numbers were written on each esd bag suspected to be from the syringe module from which they were removed. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments; dim meaning some light was visible but not enough to easily determine the number that is expected to display. Testing results identified the returned syringe module display board assemblies had dim segments. The reported issue of led display segment was dim was confirmed on 3 out of 3 returned boards. The probable cause was determined to be a manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that the led display segment was dim for three syringe modules, and therefore, will be replaced. There was no reported patient involvement.